Event description:
The device was returned as it was observed that when the unit runs the cassette, it detects air even though no air is present. The results of the investigation confirmed that the air detector was defective. There was unknown patient involvement and no patient harm reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history and event history logs were reviewed with no relevant findings. Visual inspection identified no abnormalities. Functional and performance testing confirmed the reported issue related to the air detector during accuracy testing. The air detector was replaced to address the issue.